Manufacturer narrative:
Investigation summary/conclusion: with the available information, boston scientific concluded the clinical observation of oversensing is a known inherent risk of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. Device technical analysis: this lead remains implanted. As such, physical analysis has not been conducted in our laboratory.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise that resulted in stored episodes of non-sustained ventricular tachycardia (nsvt). The noise was not reproducible with isometrics. Additional information received indicated that there were recently stored pacemaker episodes of atrial tachy response and nsvt that showed persistent oversensing of rv lead noise. It was noted that the rv lead was programmed to unipolar, with the sensitivity set to automatic gain control at 0.6 mv. Further review of the rv lead was recommended. No adverse patient effects were reported.